Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an indeterminate proximal thoracic aortic penetrating ulcer or dissection that was rapidly expanding and required semi-urgent treatment approximately 5 months ago. The thoracic aortic and iliac anatomy was straightforward without thrombus or calcification. The proximal thoracic aortic neck was about 34 mm in diameter. The initial stent graft was implanted up to the left carotid after performing a carotid-subclavian bypass. The case was completed successfully. On an unknown date after the initial implant, at a different hospital, the patient had a left to right femoral to femoral bypass for a cold leg, due to a distal dissection and an occluded right leg. The patient then presented with severe back pain. A recent CT demonstrated that the patient had a distal thoracic dissection just past the end of the graft extending down to the aortic bifurcation with a distal endoleak behind the graft. The physician elected to treat the patient with a talent thoracic stent graft distal main device and the dissection was covered. The physician believes that the patient may have some sort of connective tissue problem resulting in the dissection. The patient also has uncontrollable hypertension and is non-compliant with follow-ups and medication. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Results: arterial trauma/dissection/perforation. Uncontrollable hypertension, connective tissue issues, and is non-compliant with follow-ups and medication. Conclusions: uncontrollable hypertension, connective tissue issues, and is non-compliant with follow-ups and medication.